Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next usb meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 80 mg/dl twice at 5:23 p.m. On the contour next usb meter with a lot # 9fpeb05a. She performed a repeat testing with the same meter, but with a different lot of test strips (lot # 9cped05a) and obtained a reading of 198 mg/dl at 5:24 p.m. Another testing was performed with the same meter and lot # 9fpeb05a, which gave a reading of 80 mg/dl at 5:24 p.m. The customer stated that she took more than the usual amount of insulin based on the meter reading and felt weak. The customer ate more than the usual amount of meal to raise her sugar levels. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.